Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: PMA/510(k) number not available. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #13 (fdi) was removed due to bone loss and fracture.